Event description:
During intradiscal electrotherapy the needle and the spinecath were perfectly placed. The surgeon did not receive power from the cu. The surgeon then pulled out the spinecath and the heating coil was completely destroyed. Opened another spinecath, checked the needle and everything was ok. Repreted the placement of the catheter and the same problem happened. It was indicated that the facility uses a blunt needle. Additional information received indicated that the surgical procedure was cancelled. No other information is available.